Event description:
It was reported that the rover was smoking. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the rover was smoking. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The manufacturer field service technician disassembled the rover and found fluid waste inside the vacuum pump and the silencer hose was off which caused the transformer, right fan, and vacuum pump to short out. The tech replaced the cooling fan, transformer, and vacuum pump and returned the unit to service.

Manufacturer narrative:
It was further reported that this event occurred during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences as a result of this event.